Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he started a new sensor this morning and his blood glucose was 470 mg/dl. Customer stated that when he checked his blood glucose again, it was at 415 mg/dl. Customer stated that he had some chips and diet soda prior to the high blood glucose. Customer's current blood glucose was 415 mg/dl. Customer treated with the pump. Troubleshooting was performed and the customer was advised to do a complete set change. Customer was advised that his blood glucose needs to be between 40-400 mg/dl to be able to calibrate. Customer was assisted with programming a bolus. Customer's blood glucose was 354 mg/dl. Customer stated that he is going to eat lunch and if his blood glucose does not come back down in a few hours, he will change out the site.